Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed to remove and replace the old device with a new one. No additional patient complications were reported.